Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. The actual date of event is unknown. The date received by manufacturer was entered into the date of event field.

Event description:
1 x syringe with loose particle, inside the piston, behind the stopper (see picture) (we already submitted complaints with loose particles from this batch in april (B)(4). 168 x black speckles on the plunger 5 x syringe with white spots near tip (see picture) 2 x syringe with damaged tip 11 x syringes with scale marking issue 8 x damaged/broken syringes 1 x syringe with crooked plunger 7 x syringe with plunger covered in grease/ink (see picture).

Event description:
No additional information received. 1 x syringe with loose particle, inside the piston, behind the stopper. (We already submitted complaints with loose particles from this batch in april (B)(4)). 168 x black speckles on the plunger. 5 x syringe with white spots near tip. 2 x syringe with damaged tip. 11 x syringes with scale marking issue. 8 x damaged/broken syringes. 1 x syringe with crooked plunger. 7 x syringe with plunger covered in grease/ink.

Manufacturer narrative:
(B)(4) follow up for device evaluation. It was reported there was foreign matter, scale marking issues and damaged syringes. To aid in the investigation, thirty samples bulk packaged in eight plastic bags and three photos were provided for evaluation by our quality team. A visual inspection was performed. There were eight damaged syringes, five samples with dark colored stains in the plunger rod, five syringes with an incomplete scale marking, and three barrels with an air bubble. The three photos provided show some of the samples received. One photo shows a syringe with the plunger rod that has a dark colored speck at the bottom past the stopper. From the photo it is not possible to confirm whether the foreign matter is embedded. No other defects or imperfections were observed. Embedded degraded resin in the component typically occurs at the startup or intermittently during the injection molding process. The degraded resin can break loose and be molded into components. For damaged components, these could occur if there was a jam during the processes. A device history record review was completed for provided material number 301035, lot 3110657. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defects. There were no related quality notifications. All processes and final inspections complied with specification requirements. The samples will be shown to associates for awareness. Based on the investigation and with the returned sample analysis the symptoms reported by the customer are confirmed.